Event description:
Healthcare professional reports inconsistent patient results. Hemochron response system consistently giving act results greater than 1500 seconds, on multiple non- heparinized patients. Healthcare professional did not indicate number of patients involved. No report of adverse event, serious injury, or intervention reported. This event occurred in a foreign country.

Manufacturer narrative:
(B)(4). Manufacturer's evaluation currently in process.